Manufacturer narrative:
Product event summary: it was confirmed that the display overlay was cracked, and the display would cut in and out. It was confirmed that the programmer would reboot on initial startup, which is normal operation of the programmer. The hard drive health was found to be ninety nine percent. The electrocardiogram (ECG) and radiofrequency head connectors on the link electronic module (lem) board were found to be loose. The system fan was intermittently noisy. The latches on the power cord bay and media bay door were broken, and the left keyboard hinge was broken.

Event description:
It was reported that the programmer's display screen was severely cracked, and the display on the screen would intermittently connect. It was also reported that the programmer would reboot on initial start up. The programmer has been returned to service. There was no patient involvement.